Event description:
It was reported to philips that the wired footswitch was not working properly. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnosis procedure was performed when the issue happened. The procedure was completed by using wireless footswitch. A field service engineer (fse) examined the system on-site and confirmed the wired footswitch was not working properly. Upon troubleshooting fse found generator device is experiencing a point issue due to a high resonance frequency. The cause of the footswitch failure could be conclusively determined by the supplier's part analysis that two anti-slip rubbers are missing, and the bracket is loose. To resolve the issue, fse replaced the power inverter unit. After replacement of power inverter unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.